Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter stated that the keypad buttons were unresponsive and the keypad cover was peeling with evidence of moisture under it. The reporter could not confirm if the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.